Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. Skiving and particulate generation caused by the use of a sharp mechanical needle is a known risk of the procedure and is documented in the literature. Device discarded.

Event description:
The torflex transseptal guiding sheath was used for a procedure. Prior to use on the patient, the physician inserted the mechanical needle through the dilator to check the needle length extension outside the dilator. At this time, material was observed to come out of the dilator. The physician exchanged the device in question for an equivalent device and proceeded with the procedure. The mechanical needle used during the procedure was not manufactured by baylis medical company. While there is no evidence to suggest that the torflex transseptal guiding sheath used caused or contributed to the complaint, this report is being submitted by baylis medical company as the torflex transseptal guiding sheath was one of the devices used. Two torflex transseptal guiding sheath devices were used. As such, separate MDR reports have been submitted for each device. The corresponding report is submitted under MFR report #: 9710452-2017-00001.